Event description:
It was reported that a device was used during an unknown procedure. It was reported that the hand piece locked out. The rep states that there is a loose connection to the generator and a possible broken connector. The case was completed with another hp052. There was no pt consequence.